Event description:
It was reported that during an unknown procedure, all the information that was disclosed, was that the device was closed and the staples were deployed. However, the staples did not form correctly, leading to a leak. Suturing was used to complete the procedure. Surgeon said it was a difficult patient, but he thinks that it was a leak even though the repair has delayed healing.

Manufacturer narrative:
(B)(4). Additional information: additional information received: what kind of procedure? Left pneumonectomy, left intrapericardial did the surgeon check that the pin was correctly seated in the anvil (pin was pushed forward completely)? Yes. Did the surgeon squeeze the closing trigger until a click is heard (intermediate position)? Yes. Was the tissue repositioned? Yes. Did the surgeon squeeze the closing trigger and the handle fully together until a second click is heard? Yes. Did the surgeon fire the firing trigger completely, plastic to plastic? Yes. Was distal/proximal control done? No control- has now changed to echelon or tristaple as you have an element of distal and proximal control generated through the three line of staples either side of cut line. Was inspection of staple line done prior to cutting? No. Where was the vessel positioned within the jaw of the device? It wasn't a vessel it was bronchus at the carina. Was the retaining pin set manually or automatically? Done through gun. ¿surgeon said it was a difficult patient¿ please describe more in detail. Advance disease so had to go further up carina to get correct margins, there was also calcification please describe the staple formation. What is the age and sex of the patient? Male, (B)(4). What is the current status of the patient? He is now home. A fistula appeared two weeks after operation which lead to him being in itu for an extended period. He now can't have radiotherapy because of stump so is getting chemotherapy instead. Compromise to treatment as the gun caused leak, cartilage was broken.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what kind of procedure? Did the surgeon check that the pin was correctly seated in the anvil ( pin was pushed forward completely)? Did the surgeon squeeze the closing trigger until a click is heard (intermediate position)? Was the tissue repositioned? Did the surgeon squeeze the closing trigger and the handle fully together until a second click is heard? Did the surgeon fire the firing trigger completely, plastic to plastic? Was distal/proximal control done? Was inspection of staple line done prior to cutting? Where was the vessel positioned within the jaw of the device? Was the retaining pin set manually or automatically? ¿surgeon said it was a difficult patient¿ please describe more in detail. Please describe the staple formation. What is the age and sex of the patient? What is the current status of the patient?

Manufacturer narrative:
(B)(4). Corrected information: procedure year should be 2014 and not 2015.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx60g device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.